Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; no chemistry observed. Qc investigation on 7/28/2017 resulted in defect found and the event was determined to be reportable. Final root cause investigation has been completed washed strips. No chemistry observed. No further investigation required. Test strip UDI# ((B)(4).

Event description:
Consumer reported complaint of dead meter. Customer would insert a test strip and the meter would not turn on. The meter is three months old and the battery has not been replaced. Customer stated that she did not see a low battery symbol. The meter did not turn on by inserting a test strip. The meter turned on by manually pressing the white dot button. During the call on (B)(6)2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6)2017 as a result of the meter's readings. A blood test was not performed by the customer during the call on (B)(6)2017. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date at time of call was about a month. Adverse event not reported at time of call on (B)(6)2017.